Event description:
The dome detached during traction removal. Indwelling period was 6 months. The dome portion has been left in the patient's stomach at the doctor's discretion. The gastrostomy tubing was free-floating within the fibrous tract and lubricant agent was used prior to removal.